Event description:
The wire was being used off label as part of the physician's retrieval attempt and the physician believes that the tip sheared off when it rubbed against the strut of the filter. The outer cover of the distal wire is lodged in the patient's ivc but the physician doesn't fell that it will cause any issues.

Manufacturer narrative:
Lot # unknown as not provided by reporter. Expiration date unknown as lot # unknown. Unknown as not provided by the reporter. (B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint product a definitive root cause cannot be determined. Whether the "off label" use of the contributed to device failure cannot be determined based on the limited information provided. The more likely is exactly as described in the event description "the tip sheared off when it rubbed against the strut of the filter". The root cause was another device. Device failure was caused by another drug/device. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.